Event description:
Luer lock connector on deflux syringe not connecting correctly to deflux needle resulting in inability to inject deflux. Deflux syringe removed and replaced with new deflux syringe. Faulty syringe sent to pathology.